Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 16 psi; the spec is (B)(4). The silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as the customer reported. Because the customer stated that an IV push and a ns flush was administered, the root cause of the ballooned segment could be fully identified. Past investigations determined ballooning was occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This will cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.

Event description:
Nurse manager reported IV pump was alarming with occlusion. Primary rn found bulging tubing housed in the pump chamber and reported it to her manager. "Bulge noticed on sensing segment" IV fluids were infusing through a peripheral IV, rate not stated. No pt harm or medical intervention occurred. No further pt/event info was reported.